Event description:
It was reported that during pre use check, the cs300 intra-aortic balloon pump (iabp) has a faulty screen. It was reported as being distorted. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: h6 (medical device - problem code). A getinge field service engineer (fse) went on-site to evaluate the reported failure. The fse confirmed the failure and proceeded to remove connection cable and inspect it. No fault found. He then checked all the circuit boards connections, internal cables and did not find anything faulty. The fse reassembled and carried out run checks using system trainer. He switched the device on and off several times. The failure did not return and the fse suspected a loose connection. The unit was cleared for clinical use.

Event description:
N/a.